Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, while throwing the suture through tissue the arm malfunctioned, and the wire broke on the mega needle driver instrument. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: a robotic hysterectomy was being performed when the issue occurred. There was 1 cable visibly protruding from the distal end of the instrument. No fragment fell inside of the patient's anatomy. The instrument was inspected prior to use with no damage reported. The customer was told that the wire breaking occurred when the doctor was placing the suture needle into the tissue.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.